Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report that a falsely depressed valproic acid (valp) result was obtained on a patient sample on the dimension exl 200 instrument. Siemens remotely reviewed the instrument file and determined that there was no instrument issue and quality control was acceptable. Siemens suspects that a sample specific issue contributed to this event. The cause of the erroneous valp result is unknown. Siemens is investigating the issue.

Event description:
A falsely depressed valproic acid (valp) result was obtained on a patient sample on the dimension exl 200 instrument. The erroneous result was not reported to the physician(s). The sample was reprocessed on the original instrument and on the liquid chromatography-mass spectrometry system. The repeat results from both instruments matched. The repeat result from the original instrument was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed valp result.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2023-00054 on 10-feb-2023. Additional information (03-mar-2023): siemens attempted to further investigate the issue through instrument data. However, the customer did not provide additional information. The cause cannot be determined as instrument files were not available for further analysis. The investigation findings and investigation conclusions codes of section h6 were updated to reflect additional information. The instrument is performing according to specifications. No further evaluation of this device is required.